Event description:
It was reported that there was difficulty removing the delivery system post stent deployment. The balloon had been inflated to 10atm. During the procedure the vessel acutely occluded and the pt cardiac arrested. Finally, a dilatation catheter was used to achieve withdrawal of the delivery system. The membrane appeared stretched upon inspection of the delivery system. The pt was in stable condition, with good coronary flow.